Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer did not mention any symptoms and was just sitting when the low happened. The customer was wearing the insulin pump during the incident. The customer believes the pump may be over delivering. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.